Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The pump was still able to be controlled through the central control monitor (ccm). The customer rebooted the pump eight times and then the pump worked. Data logs were returned on july 24, 2017. The field service representative (fsr) replaced the small display assembly. The unit operated to the manufacturer¿s specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the screen on the pump was blacked out and was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
As per data log analysis, there are no indication in the pump log of an issue. The system log does not cover the date the issue occurred. During laboratory analysis, the product surveillance technician (pst) coobserved the display assembly to function normally without loss of display.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.